Manufacturer narrative:
The insulin pump was received with blank display due to corrosion on battery cap contact. It was tested with a test battery cap and it powered on properly. No unexpected restart alarms or failed battery test alarms noted during testing. The device passed the self-test, off no power test, unexpected restart error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The operating currents were in specification. The insulin pump had minor scratches on the lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. It was received without belt clip.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose at the time of the incident was 196 mg/dl. The customer stated that she received failed battery test and unexpected restart alarms. The customer stated she had tried different batteries and it would not turn on. Troubleshooting was performed. No damage or corrosion was found in the battery compartment or cap. The display returned after cleaning the battery cap, but the customer stated the insulin pump turned back off. It was advised to discontinue the use of the insulin pump and revert to a back-up plan. The insulin pump was returned for analysis.